Manufacturer narrative:
Zoll has received the platform however, the investigation is still in progress. A follow-up report will be submitted when the investigation has been completed.

Event description:
During shift check, the customer reported that the battery connector on the autopulse platform (sn (B)(4) was deformed, and that an autopulse li-ion battery was unable to be inserted completely, leading to no power up of the platform. No patient involvement.

Manufacturer narrative:
The reported complaint of "the battery connector on the autopulse platform sn (B)(6) was deformed was confirmed during visual inspection, and a autopulse li-ion battery was unable to be inserted completely, leading to no power up of the platform was not confirmed during preliminary functional testing. Zoll service personnel noted that the battery connector was deformed, however; it did not affect the functionality of the autopulse platform. The probable root cause of the damaged battery connector could be due to an aging device. The autopulse platform was manufactured in february 2016 and has reached its service life of 5 years. The battery connector was replaced to address the reported complaint. Upon visual inspection, no other physical damage was observed on the autopulse platform. A review of the archive data showed no discrepancy. The autopulse platform passed the preliminary functional test without any fault or error. Following service, the autopulse platform passed the run-in test without any fault or error. The autopulse platform passed the final testing without any fault or error. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaint reported for autopulse platform with serial number (B)(6).

Manufacturer narrative:
Correction made in section h6, the medical device problem correct code is 1670 (use of device problem) not 1476 (failure to power up).